Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure,returned an unknown damaged lens. No further information provided.

Manufacturer narrative:
Claim# (B)(4).